Manufacturer narrative:
Visual, dimensional and functional analysis was performed on the returned product. The reported difficulty to advance was not able to be confirmed due to the condition of the returned unit. The separated delivery catheter and deployment failure was confirmed. Additionally, a tear was noted in the delivery catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. The difficulty advancing and tear to the delivery catheter distal shaft/pod was likely the result of interaction with the heavily tortuous vessel and heavily calcified lesion. Additionally, the separation caused the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the lesion was in the left internal carotid artery. No additional information was provided.

Manufacturer narrative:
Date of event: estimated. Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the emboshield nav6 was advanced with resistance through the heavily tortuous vessel and heavily calcified lesion. The white lock acted normally, but the filter failed to open. After removal of the system, it was verified that the filter delivery catheter had separated in two pieces about 4 cm before the distal tip. The broken segment was simply withdrawn inside the wire sheath. There was no reported adverse patient effect or a clinically significant delay in procedure. A second emboshield nav6 was used to complete the procedure with no issues. No additional information was provided.